Event description:
Boston scientific received information that this right ventricular lead had displayed low pacing impedance measurements along with noise. The noise was oversensed and led to pacing inhibition and asystole greater than 2 seconds. The physician suspected a lead fracture due to subclavian crush may be the cause of the issue. Replacement options, including a right sided implant were discussed, however with current information no remedial action has yet been taken.

Manufacturer narrative:
Additional information was received from a remote monitoring deactivation notification that this patient passed away seventeen days later. Details regarding the death were not provided, however there were no allegations that this previous lead issue caused or contributed to the patient's death. The local area sales representative (sr) was contacted and was not aware that the patient had passed away, however provided more information around the time the event initially occurred. He stated that the patient was in very poor health and a venogram was taken which indicated the patient was occluded on both sides. The sr believed the patient's family had elected to not go forward with the revision procedure. It is unknown if the products were explanted post-mortem. At this time, there is no further information available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon further review, electrograms and data were pulled from the patient's remote monitoring device. Based on boston scientific technical services (ts) review from the most recent episodes on (B)(4) 2012, there evidence of ventricular oversensing and pauses in pacing of at least two seconds in some cases. The data also showed low impedances measurements, suggesting an insulation integrity issue. There were no further electrograms or data to review post- (B)(4) 2012.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.